Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: port not found.

Event description:
(B)(6). Allegedly, the physician was unable to locate the right side port with the port locator a month after placing the expander. The right expander's port was palpable and visible through the skin (very thin patient skin) so the surgeon knew the port was there, the locator was not picking it up. A surgery was performed to replace the expander with a silicone breast implant. At this point the serial number involved is unknown.